Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that 1.5 years ago, the patient experienced withdrawal symptoms when their ¿pump ran empty¿, that were similar to symptoms they had at the time of the report of shaking, sweating, incoherent, legs cramping, and ¿major pain¿. The medication being delivered by the pump at the time of the event was unknown. Additional information has been requested, but was not available as of the date of this report.